Event description:
Caller reported an occlusion alarm, which caused the customer's blood glucose level to reach 500-600 mg/dl. The customer attempted to address the high blood glucose by changing the site and cartridge, administering an injection, and drinking water. No additional information was received regarding the outcome of the event.